Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zmb00 20.0 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. On post op day 1, the patient was unhappy with the lens. The lens was later explanted on (B)(6) 2018. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was the same model, but different, larger diopter of 22.0. Reportedly, there was no patient injury and the patient is doing fine post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: 03/07/2018. Device returned to manufacturer: yes. Device evaluation: the returned sample was received on 03/07/2018. The product was received in a zip lock bag and contained a sample bottle and the original packaging. The bottle was opened and the lens was found cut in pieces, most probably to make explant possible. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no other complaints were received for this production order number. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.